Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received with the handle and capsule closed. End-cap separation was evident on receipt of the device. The nosecone was overcaptured by the capsule. Delamination was evident to the proximal capsule. An attempt was made to retract the capsule by rotating the actuator, however rotation of the actuator caused the tip retract to retract proximally without retracting the capsule. The actuator rotated smoothly and the trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device the reported separation and deployment difficulties were confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned transcatheter valve procedure, the deliv sys d-evolutfx-2329 device was inspected prior to use. The procedure was delayed by five minutes due to an inability to deploy the valve, which was attributed to separation of the gray section between the blue hand rest and the tip retrieval mechanism. One deployment attempt was made, but it was unsuccessful. The initial valve and delivery catheter system were withdrawn from the patient. A second valve and delivery catheter system and valve were used for the procedure. No patient complications have been reported as a result of this event.